Event description:
A health care professional reported receiving a high adc reading of 382 mg/dl as compared to a lab reference reading of 152 mg/dl obtained from the same sample within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.